Event description:
On a monday in (B)(6) 2010, the pt's pump was increased from 1250 to 2400. On wednesday, the pt was experiencing respiratory symptoms; the pt was only getting 3-5 breaths per min. The pump was decreased on wednesday or thursday to 1500 at the nursing home. The pt was brought to hospital and the managing physician saw the pt and stated that "he didn't think it was from the baclofen pump". Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).